Event description:
This lead was returned with oos documentation from biotronik rep. This lead was removed due to low impedances and oversensing. Per biotronik rep willie denmark, this lead was replaced with a linox sd 65/16. There are no adverse events reported for this pt.